Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation on her body which resembled hives. Patient reports the irritation is everywhere the lifevest touches and at one point spread down to her legs. Patient stated she scratched herself raw and there were scabs from where the skin was broken. There was no alleged device malfunction contributing to the irritation. Patient is a registered nurse and applied cortisone cream to the area. Follow up indicated that leaving the lifevest off for a few days helped the rash improve.